Event description:
Customer reported obtaining unexpected negative reactions on galileo instrument (B)(4).

Manufacturer narrative:
Unable to rule out a sample-related issue. The reaction strength visually and in manual capture was a very weak positive reaction which may be at the threshold of detection for the galileo. The instrument is operating within specifications.